Event description:
It was reported that the customer received multiple power source alerts. Customer¿s blood glucose level was 125 mg/dl. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
On march 21st, 2023, the distributor reported the following: the pump history was received and the power source alerts were confirmed. Troubleshooting was performed and the issue could not be duplicated.